Manufacturer narrative:
Additional information was added to h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gem coupler microvascular anastomotic instrument presented an abnormal resistance ("slight snagging") prior to breast reconstruction surgery. The device was returned for lubrication and resterilization, and a second vein coupler was opened as a backup; both were available for use prior to surgery. During vein to vein anastomosis, neither instrument functioned as intended, as the user was unable to connect them to the disposable coupler components. The user remarked that there was "something wrong with the internal spring mechanism", and they could visually observe that something was obstructing it. Multiple disposable components were attempted without success. An older coupler instrument (anastomotic instrument) was subsequently used but demonstrated significant resistance. Although an anastomosis was achieved, an anastomotic leak was detected, requiring a new anastomosis. Due to vessel shortening, additional surgical intervention was required. Part of the rib had to be resected, during which a cut occurred and significant hemorrhage from the internal mammary artery happened. The surgeon clamped the "bleeding" preventing any major blood loss. During such compression the pleura got "torn" which results in a pneumothorax. "Gastro-intestinal surgery was called" and a chest drain was inserted; bleeding had been resolved. The vessels thrombosed twice, and the flap experienced prolonged ischemia time. No additional information is available.